Event description:
It was reported that the surgeon performed a spinal surgery procedure; a one level l4-l5 instrumentation with the coral minimally invasive system (mis). All screws were placed, rods positioned, and locking caps inserted into screw tulips. Upon final tightening of the screw, the tulip disengaged from the screw when the mis tubes were removed. The screw was removed without incident and a replacement screw was positioned and successfully locked with set screw and final tightening instruments. No complications resulted.

Manufacturer narrative:
A review of the device history record showed no anomalies. The "tulip" is the seat portion of the polyaxial screw in which the rod is seated and secured with a set screw. It is correctly called the seat. Integra's investigation determined that by design this screw has operational limits of +/- 22.5 degrees angulation. The seat and screw body can separate if this is exceeded. The complaint sample screw was received for evaluation. Additional information was obtained from the surgeon's assistant. The seat separation was reported as occurring during locking screw tightening. It is possible that during the process the screw became over angulated and that caused the separation. It is considered that corrective or preventive action is not required at this time. Integra considers this complaint investigation closed. Future incidents of this nature will be documented for recurrence and trending purposes.